Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that there is plastic wrapped around the needle. The staff do not realize it is an issue until they get into the room to give the patient the shot, uncap the needle, and find the plastic wrapped around the needle. They have to go out of the room, discard the needle and replace with a new needle.

Manufacturer narrative:
The device history record for the lot control indicates that product and specification requirements were met with no non-conforming product identified relating to this customer report. There were no samples returned with this complaint, but a photograph was submitted for review. The photo illustrates a safety needle assembly (opened). The safety needle was visually examined and had a very thin piece of string flash wrapping around the cannula. The string flash originated from the gate of the safety shield, so it¿s not foreign contamination of the device. The reported condition is confirmed. The exact root cause could not be determined based on limited information. The most likely root cause was due to flash, which is stringy plastic material attached at the molded part's gate (the entrance to the mold cavity) forming when melted plastic resin remains at the injection gate as the two mold halves separate. Bio-compatibility testing for the magellan safety needles revealed that the product demonstrated no evidence of cytotoxicity. The material has no evidence of potential sensitization, no evidence of hemolysis and no evidence of acute systemic toxicity. The bio-compatibility testing report confirms the potential harm is low risk. The overall risk score of the reported condition was ¿low¿ for issue impact assessment. Based on the low risk associated with the issue, no additional corrective action will be taken at this time. This information will be utilized for trending purposes to determine the need for corrective actions.